Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the cup and the head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes no other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. However, as 42mm bhr heads are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Patient had a left birmingham hip resurfacing (B)(6) 2008. In february 2018, she had a left total hip arthroplasty revision due to dislocation. No medical imaging was provided. The intraoperative report indicated when the hip was internally rotated to about 25, 30 degrees it started to lever out and it was dislocated by 35, 40 degrees. With the hip in full extension, external rotation she was able to externally rotate to about 95, maybe 100 degrees of external rotation with some impingement posteriorly. Intraoperatively it was noted that dislocation occurred when the hip was internally rotated to about 35-40 degrees. No medical imaging was provided nor was the implant returned for evaluation. With the limited information provided the root cause of the dislocation cannot be confirmed and it cannot be concluded that the reported dislocation was associated with a mal-performance of the implant. The patient impact beyond the dislocation, revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis, device failure, pseudotumor, alval, dislocations, and severe pain. A further revision was performed (B)(6) 2018, devices unknown.